Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on / standby switch was replaced to resolve the issue. Customer contact reports no patient information is available. Unique identifier:(B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in system reset three times during a case. The unit was used until the case was completed. There was no patient injury.